Event description:
It was reported that device did not switch on. There was unknown patient involvement and not patient harm reported. Analysis found a damaged (detached) downstream occlusion (dso) seal.

Manufacturer narrative:
H3: one device was returned for repair with complaint that device did not switch on. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. The primary problem was not duplicated and the device worked normally. Analysis found a damaged (detached) downstream occlusion (dso) seal. The dso seal was replaced.